Manufacturer narrative:
(B)(6). Block b3: date of event was approximated to(B)(6)2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of the clip would not deploy.

Event description:
Note: this report pertains to one of four resolution 360 clip devices used in the same patient and procedure. It was reported to boston scientific corporation that four resolution 360 clip devices were used during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date. The anatomical location is unknown. During the procedure, it was noted that the clip would not deploy. Additionally, the same problem occurred on the other three resolution 360 clip devices. The customer stated that no pieces of the balloons detached inside the patient. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.